Event description:
The patient was one year and four months out from laparascopic adjustable gastric banding. The band demonstrated lack of restriction and was believed to have a slow leak. The physician took the patient to the or to remove the band.